Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported previously via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer's wife stated they were supposed to get 8 replacements and send 8 reservoirs back. Customer was advised that there was no indication of any returns or replacements. The customer was advised that we would process the returns for her. Customer was advised that we ship 4 reservoir replacements.